Event description:
The clinic reported that a laser vision correction patient presented with striae in right eye one day post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in right eye and poor near visual acuity in right eye. Flap was re-lifted under visx at 1 day post treatment and a bandage contact lens (bcl)was placed. Bcva right eye pre-op 20/15 post-op 20/40. Bcva left eye pre-op 20/15 post-op not reported by account.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with fold/wrinkles in right eye at one day post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Patient complained of foreign body sensation and poor near vision in right eye. Bcva right eye pre-op 20/15 post-op 20/40; bcva left eye pre-op 20/15 post-op not reported by account.

Manufacturer narrative:
Placeholder.